Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: na (before use). Event description: while opening the package, broken fragments were found inside the sterile pouch. There is no impact to patient. Intervention: user replace with a new one to complete this surgery. Patient status: no patient status provided, event occurred before use.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a broken cannula wing tab. Based on the condition of the returned unit, it is possible that the damage to the cannula wing tab occurred during manufacturing or due to improper handling. However, the exact root cause of the broken cannula wing tab could not be determined. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: na (before use). Event description: while opening the package, broken fragments were found inside the sterile pouch. There is no impact to patient. Intervention: user replace with a new one to complete this surgery. Patient status: no patient status provided, event occurred before use.